Manufacturer narrative:
Type of report: initial MDR in block(s) b5 describe event or problem updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information was performed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion had occurred. Procedure was cancelled. It was reported that versacross connect access solution selected for watchman - left atrial appendage closure procedure was selected for use. Transseptal cross was completed with no issues reported. During deployment of 31 mm watchman device, a pericardial effusion was observed at distal end of the appendage . The procedure was stopped, and patient underwent pericardiocentesis. However, the effusion did not resolve, and the patient was taken to the surgery. Both effusion and perforation were noted. A pericardiocentesis was performed prior to development of tamponade. The effusion was noted from the distal end of the appendage. Approximately 3 liters of dull fluids were removed from the pericardial space. The patient received blood transfusion. The patient was kept hospitalized. The device is not expected to be returned for analysis. It was further confirmed that the transseptal puncture was already completed prior to noticing pericardial effusion. The physician had to re-cross for better positioning. Activated clotting time (act) was therapeutic.

Event description:
A pericardial effusion had occurred. Procedure was cancelled. It was reported that versacross connect access solution selected for watchman - left atrial appendage closure procedure was selected for use. Transseptal cross was completed with no issues reported. During deployment of 31 mm watchman device, a pericardial effusion was observed at distal end of the appendage. The procedure was stopped, and patient underwent pericardiocentesis. However, the effusion did not resolve, and the patient was taken to the surgery. Both effusion and perforation were noted. A pericardiocentesis was performed prior to development of tamponade. The effusion was noted from the distal end of the appendage. Approximately 3 liters of dull fluids were removed from the pericardial space. The patient received blood transfusion. The patient was kept hospitalized. The device is not expected to be returned for analysis. It was further confirmed that the transseptal puncture was already completed prior to noticing pericardial effusion. The physician had to re-cross for better positioning. Activated clotting time (act) was therapeutic. It was further reported that the patient has been discharged and is at home doing well. There were not any additional complications.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information was performed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Correction to the follow-up 1 MDR in block(s) MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code and MFR site country (g1), in section g -manufacturing site and init rptr also sent rep to FDA (e4), in section e initial reporter.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion had occurred. Procedure was cancelled. It was reported that versacross connect access solution selected for watchman - left atrial appendage closure procedure was selected for use. Transseptal cross was completed with no issues reported. During deployment of 31 mm watchman device, a pericardial effusion was observed at distal end of the appendage. The procedure was stopped, and patient underwent pericardiocentesis. However, the effusion did not resolve, and the patient was taken to the surgery. Both effusion and perforation were noted. A pericardiocentesis was performed prior to development of tamponade. The effusion was noted from the distal end of the appendage. Approximately 3 liters of dull fluids were removed from the pericardial space. The patient received blood transfusion. The patient was kept hospitalized. The device is not expected to be returned for analysis.